Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during interrogation possible output circuit damage was observed. The patient is currently very ill, not device related. High voltage therapies programmed off and patient will be monitored.